Event description:
The customer reported during tpn infusion through a central line, the tubing came out and solution leaked from the top of the burette cap with very minimal movement. There was no pt harm and no medical intervention required. No further pt or event information is was provided.

Manufacturer narrative:
(B)(4). The report of the tubing came out during a tpn infusion could not be confirmed due to the set was not returned for evaluation. The root cause of this report could not be identified.